Manufacturer narrative:
Interrogation of the pump determined it was used to infuse morphine [10.0 mg/ml] at 1.057 mg/day : analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was provided by a healthcare provider regarding an implantable intrathecal pump intended to deliver an unknown drug, indicated for non-malignant pain. It was reported that there was a product problem with the pump (device failure or malfunction suspected.) It was indicated that the event occurred at a hospital, during surgery, or had a direct patient impact; and a medical professional alleged a deficiency in the device performance. The pump was explanted and replaced on (B)(6) 2017. It was noted that the pump was at end of life (eol). No patient symptoms were reported. No further complications were reported additional information was received from a healthcare provider (hcp) via a manufacturer's representative (rep) on 2018-jan-11. It was reported that the pump was replaced to ensure continuation of therapy due to eol. It was stated that the pump was returned for destructive analysis to ensure continued product reliability. It was noted that the hcp mentioned this to the rep in the operating room (or). The rep was unaware of any claimed issue with the pump, other than the scheduled end of life. Regarding the replacement, per the patient's implant sheet: 3 cc were rinsed prior to filling, the hcp primed the inner pump tubing prior to connecting; prior to closing, the new pump and catheter patency were verified via the catheter access port; and it was indicated that the new pump was filled with infumorph [10 mg/ml]. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare provider (hcp) indicated the product problem/malfunction was end of life (eol). The outcome was noted as "pleased with results, meeting pain needs." The product problem observed was end of life and there were no symptoms reported. No troubleshooting was performed as it reached eol and no actions/interventions taken. The patient's relevant medical history included back pain and the patient's weight at the time of the event was (B)(6) kilograms. No further complications were reported/anticipated or expected.

Manufacturer narrative:
Evaluation of implantable pump serial number (B)(4) revealed no anomalies. As received by the lab, the elective replacement indicator (eri) was at less than one month. The returned pump passed all functional testing in the lab. Code-result 3233 and code-conclusion 11 are no longer applicable. If information is provided in the future, a supplemental report will be issued.